Event description:
The patient presented with history of noise and fracture of the right ventricular pacing lead; pacing-dependent complete heart block. Explantation of pacemaker dual-chamber system, including generator and 2 leads, utilizing a locking stylet and power sheath. Malfunctioning right atrial and right ventricular leads.